Event description:
The facility returned the device for service with a report of failure code 533:320:844:0000. The event was reported to have occurred during biomed testing. There was no patient injury or medical intervention.